Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support to reset the pump and was advised to continue using it, with instructions to call back if the malfunction recurred. The customer acknowledged and understood these instructions.